Manufacturer narrative:
The needle was not returned for investigation. Engineering testing was conducted on another needle of the same type. Following a 10 minute freeze the temperature of the needle tubing was measured and resulted in the lowest temperature being - 17°c. Following the second 10 minute freeze, the lowest temperature was -20°c. A review of the labeling identified a precaution related to the needle shaft frosting up, but did not specifically caution against ensuring the needle tubing is not touching the patient's skin. The needle IFU will be revised to include an appropriate warning/precaution and a notification will be provided to customers to recommend appropriate barrier protection between the needle tubing and the patient's skin.

Event description:
After a renal cryoablation procedure it was noticed that the needle tubing was laying on the skin of the patient and later started to blister. The blistering was treated and normal follow-up was requested for the patient. The needle will not be returned. The tech indicated that he forgot to instruct the doctor to lay a towel between the tubing and the patients skin.

Manufacturer narrative:
No remedial action taken. Correction: the initial report indicated that the needle IFU would be modified to include an appropriate warning/precaution and a notification will be provided to customers to recommend appropriate barrier protection between the needle tubing and the patient's skin. Galil medical does not consider the notification warranted as further investigation identified that this type of issue has occurred 3 times (mdrs: 9616793-2016-00007, 9616793-2016-00020, and 9616793-2016-00022) and each user was new to galil medical products. As a result, galil medical has modified our corrective action plan to update our cryoablation needle training, along with the IFU, to include instructions for proper routing of the needle tubing and to add a precaution to use barrier protection between the patient's skin and needle tubing to avoid the potential for injury.

Event description:
After a renal cryoablation procedure it was noticed that the needle tubing was laying on the skin of the patient and later started to blister. The blistering was treated and normal follow-up was requested for the patient. The needle will not be returned. The tech indicated that he forgot to instruct the doctor to lay a towel between the tubing and the patients skin.